Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition due to power on self test/24v failure (1014). The manufacturer's field service engineer reported there was no patient involvement.